Event description:
It was reported that lead fracture was observed. No patient symptoms were reported. The lead was explanted and replaced. Patient is in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.